Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl) and 63 mg/dl, while using the suspected device. Pt reportedly performed an add'l set of back-to-back tests, 1 day earlier, with results of 93 mg/dl and 46 mg/dl. Pt noted that, on both occasions, she was exhibiting symptoms of hypoglycemia at the time the results were obtained. Pt self-treated by drinking gatorade. No injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.